Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation results one speedband superview super 7 was returned for analysis (handle assembly and ligator head). The returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator head was returned with all seven bands attached and some of the bands were moved out of their original positions. The ligator head present remnants of use. It was also observed that the trip wire was not secured in the handle slot. The suture thread was in good condition with the seven knots and was separated from the ligator head. Microscopic examination was performed and it was found that the ligator head teeth were damaged (bent). The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems with the device were noted. The reported event was confirmed. The bands were moved from their original positions indicating a deployment problem possibly related to the damages observed on the ligator head teeth. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot. Failure to follow this step could have caused the trip wire to slip through the handle assembly and can affect the required precision of the device, leading to bands deployment problem. Taking all available information into consideration, the most probable root cause is failure to follow instructions, since it was determined that the problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a procedure performed on(B)(6) 2019. According to the complainant, during the procedure, two devices were attempted to be deployed; however, the devices failed to deploy. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported due to this event. The patient condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a procedure performed on (B)(6), 2019. According to the complainant, during the procedure, two devices were attempted to be deployed; however, the devices failed to deploy. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported due to this event. The patient condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.